Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge to address the alarm and resume insulin. Customer declined tandem system support follow up, so root cause could not be determined. No reported impact to the customer¿s blood glucose level.